Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Evaluation performed testing at the customer reported rate of 250ml/hr for one hour. The result was 245.599ml which is an error of -1.7604%. The device was found to deliver within specification during flow testing.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy (dose and delivery rate unknown) in the general patient ward department. The device was programmed to deliver 250 ml of "hepron" but only infused 82.5 ml. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.